Manufacturer narrative:
(B)(4).

Event description:
It was reported "cracks at the connector". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on the 22m swivel connectors. One representative sample was retrieved from current production at the manufacturing facility for simulation purposes. The sample was subjected to excessive force to replicate the defect found in the returned sample. A crack mark is present when there is excessive force exerted onto the inner part of 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. It was found that the failure could be replicated when there was excessive force exerted when the sample was applied to the leak tester. A non-conformance was opened to further investigate.

Event description:
It was reported "cracks at the connector". No patient involvement reported.